Event description:
Information received by medtronic indicated that in pen was damaged. Customer reported that dose dial was misaligned. Customer reported that in pen cap and dial was damaged. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Battery life remaining: < 4 months. Per visual inspection: the alignment of the dose indicator mark and printed values on the dose knob is nominal. No misalignment of the dial was noted. Cap does not fit securely to inpen and dose window is missing. No physical damage to cartridge holder was noted. Customer reports: cap no longer stays attached and dose window missing. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap arm cracked / broken. The customer complaint of cap no longer staying attached and dose window missing was confirmed.